Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating pacing capture threshold in the rv (right ventricle) was elevated. High right ventricle thresholds of greater than 2.5 volts noted from (B)(4) 2015. Concomitant medical products: 439878 lead, implanted (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. It was also noted that the right ventricular (rv) and left ventricular (lv) leads exhibited high thresholds. It was later confirmed that the lv lead was dislodged into the main coronary sinus. The lv lead was removed from the body then re-implanted in a new location. The device was explanted and replaced during lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.